Event description:
An urgent upper endoscopy was done for a pt with hematemesis for five days and a low hematocrit. Old blood was found in the stomach and a small adherent clot was found at the gastro esophageal (ge) junction indicating recent bleeding. Initially an injection of epinephrine was given. However, due to technically difficult positioning it was decided to attempt band placement. During the first attempt, the banding device came off the endoscope tip and upon withdrawal of the scope the ten shooter banding device was caught on the bite block. Multiple bands were deployed into the mouth. Four of the deployed, were over the yankauer suction tip as the pt was being suctioned. The banding device subsequently became detached from the string attaching it to the scope and the device was quickly retrieved using a finger sweep maneuver. The pt was intubated and suctioned via an endotracheal tube (ett). Several bands were suctioned from the lungs. The gastroenterologists and endosopy nurses are still unclear about why this event happened and state they have never seen this happen before.